Event description:
(B)(4). It was reported that paint had chipped off of the weighted light handle, and it was reported that the metal has begun to corrode. While it was reported that there was patient involvement over a period of time that this non-conformance occurred, there is no specific patient impact, and no adverse events were reported.

Manufacturer narrative:
While it was reported that there was patient involvement over a period of time that this non-conformance occurred, there is no specific patient impact, and thus no specific patient information available. There is no expiration date for this product. Device was returned to the manufacturer for further evaluation on (B)(4) 2011. The manufacturer date of the device was unknown at the time of this report. Additional attempts will be made to obtain this information. Evaluation summary: this malfunction was reported by a company representative. The weighted light handle had noticeable paint chipping on the shaft of the handle on visum led. Even though the flaking occurs under the sterilizable handle, the flakes could become dislodged during removal of the handle at any time while the sterile field is still exposed. This particular product was shipped back to stryker communications for further analysis. Paint chipping/flaking or adhesion issues can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the paint could potentially fall into the wound site and pose a serious health risk. While it was reported that there was patient involvement over a period of time that this non-conformance occurred, there is no specific patient impact, and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.